Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within a patient's duodenum on (B) (6) 2010. According to the complainant the patient's anatomy was moderately tortuous. During the stenting procedure, as the physician attempted to deploy the stent at the patient's treitz ligament of the duodenum, the handle bent. It was reported that the handle bent in two places; at the proximal stainless steel shaft of the deployment handle, as well as the distal handle. The device was removed from the patient, and upon manipulation was able to be fully deployed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Based on investigation results of stainless steel shaft broken, this event is now deemed reportable.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient fell and has not been able to receive benefit from the device since. An integrity test was attempted however, connection to the device was not possible. Explant and reimplantation is planned, but had not taken place at the time of this report february 10, 2010.

Manufacturer narrative:
(B) (4). Implanted device remains.